Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2018 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation technical support created in error. Please disregard initial reporting under MFR# 3004753838-2018-20509.